Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported poor communication on the patient programmer (pp). There was no recent implant or revision. The patient was seeing the sync screen after pressing the sync key. They tried new batteries (alkaline (B)(6)) but it did not resolve the issue. There was poor telemetry with and without the antenna attached. It was also noted that the patient was increasing stim and a power on reset (por) message was seen. There was no fall, trauma, medical test or electromagnetic inference related to this issue. The patient planned to call the health care professional to schedule an appointment to clear the por message. They were unable to adjust settings. Further more, there was a lack of symptom control and the patent could not feel stimulation couple of days prior to the report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.